Event description:
It was reported that the pump alarming no disposable pump wont run alarm. Settings reviewed and patient declined to remove cassette. She is not feeling well. Pump remains off and she will contact clinic when they open to see if she should come prior to scheduled appt at 1000. No additional information available.